Event description:
Pacemaker initially placed in 1999. Pt started experiencing increased pacing thresholds, sensing difficulty and intermittent capture. After several studies and adjustments made to the 1 pg md decided to explant the lead and re-implant and position the ventricular lead in a different place in the rv.